Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device upgrade procedure, the physician noted the right atrial lead exhibited several auto mode switch episodes due to noise. The physician noted that the patient doesn't need atrial pacing nd elected not to take any action. The device was upgraded. The patient was in good condition post surgery.